Manufacturer narrative:
Catalog# 6741614; lot# hmx. Upon visual inspection, the screw was missing a locking ring as the locking ring fractured off. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Based on x-rays analysis, the most likely causes of the locking ring disengagement and screw advancing too deep are: driving the black line on the screwdriver beyond the indicated area. The screws have an important design feature. A shoulder that prevents the screw from being inserted too deep if proper surgical technique is followed.

Event description:
It was reported that; the rep was in a case when the surgeon, and experienced an issue with the screw pulling through. There was a short delay while a new screw was located and opened. The screw is described as a size 12 self drilling screw, but the product code was unknown. Update the rep provides the following description of the event: the broken screw is missing the locking ring. This stuck down onto the screw.

Event description:
It was reported that; the rep was in a case when the surgeon, and experienced an issue with the screw pulling through. There was a short delay while a new screw was located and opened. The screw is described as a size 12 self drilling screw, but the product code was unknown. ***update*** the rep provides the following description of the event: the broken screw is missing the locking ring. This stuck down onto the screw.